Event description:
Complainant alleged that during incoming inspection of the device, the device's pacer output was out of spec. The complainant indicated that there was no pt involvement in the reported failure.